Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Robert (patient's son) called to state his fathers atrium oasis cd has no fluid in chamber. When asked neither robert nor his sister seem to know how long it had been dry. None of the family at home could give much detail about what the care plan was or why this has happened. The danger was reviewed with them and they were directed to go to the nearest ER for assistance. They stated they have an appointment with the surgeon tomorrow and may wait until they attend that appointment. Once again they were made aware of the recommendation of an ER visit.

Manufacturer narrative:
Complaints associated with defective or damaged device identified during use related to when the drain chamber is empty/dry or does not contain any fluid, excluding instances of: insufficient device flow/suction, system open to atmosphere, or loss of suction. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with defective or damaged device identified during use related to when the drain chamber is empty/dry or does not contain any fluid, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
(B)(6) (patient's son) called to state his father¿s atrium oasis cd has no fluid in chamber. When asked neither robert nor his sister seem to know how long it had been dry. None of the family at home could give much detail about what the care plan was or why this has happened. The danger was reviewed with them and they were directed to go to the nearest ER for assistance. They stated they have an appointment with the surgeon tomorrow and may wait until they attend that appointment. Once again they were made aware of the recommendation of an ER visit. Based on the details of the complaint it is unknown if the chest drain was set up properly prior to being sent home with the drain. Per the instructions for use IFU aw011991 IFU, drains, express, revision aa. Step 1 in the set-up instructions state the following: "set up step 1. Fill water seal to 2 cm line ¿ add 45 ml of sterile water or sterile saline via the suction port located on top of the drain. Twist top off bottle and insert tip into suction port. Squeeze contents into water seal until fluid reaches 2 cm fill line.¿ the instructions for use also mention in the ¿precautions¿ section the following: ¿5. Patient tube connections, water seal, suction regulator and bellows should be checked regularly to confirm proper operation". The filling of the water seal is also provided on the iconographic label ls000108 label, printed, drains iconographic revision ab oasis IFU label_03aug23. A review of this label shows that the iconographic label has been in use since 2019 for all oasis product codes and is the first step within the iconic label. Without more information regarding the set up and basic drain usage information a determination of the cause of the water seal being empty cannot be conducted. If there was a crack in the drain in the water seal chamber there is a possibility that the fluid in the water seal would leak out, however without the drain being returned this cannot be assessed. Without the actual device in question or a product lot number the root cause of the complaint cannot be determined, and the complaint cannot be confirmed to be the fault of the device. It is possible that the drain was damaged sometime after the patient was sent home with the drain. The oasis chest drain 3600-100 was not intended to be used as a mobile device for home use and is not marketed as such. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint and investigation results, the complaint has not been confirmed to be the fault of the product or the product labeling. The oasis labeling is clear on how to fill the water seal and the instructions for use are very detailed regarding the filling of the water seal and maintenance of the chest drain during use. However, because the drain was not returned it cannot be ruled out that the drain was damaged at some point after the drain was initially set up. Based on this information the root cause is ¿impossible to define¿. H3 other text: device not available for return.